Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the surgery with the plate in question. During the surgery, the surgeon tried to place the threaded drill guide in the third hole from the proximal end of the plate, but it was not placed. The surgeon stopped using the drill guide, changed to a cortex screw and completed reduction fixation. Procedure was completed successfully without any surgical delay. Concomitant medical products: unk - screws: cortex (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 3.5mm ti lcp(tm) anterolateral distal tibia pl 13 holes/left. This is report 1 of 2 for complaint (B)(4).